Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for microbial contamination. The scope was sampled once. During the sampling, the scope tested positive for > 1,000,000 colony forming units (cfus) of unspecified lactobacillus species. The issue was found at initial receipt of the scope during a routine culture of the scope, prior to preparation for use. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested negative for any microbial contamination as there was no detection on the scope. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer also indicated that this was a newly delivered colonoscope. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. During the device evaluation, the device was inspected and passed all olympus functional standards. The investigation is ongoing. A final report will be submitted upon completion of the investigation.